Manufacturer narrative:
A review of the device history record for sn (B)(4) was performed from date of manufacture 10/29/2019 to the present date 01/13/2021 and note that this device has been returned for service 1 time without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that the plunger position was closed on a 8120 pca module. There was no reported patient involvement.